Manufacturer narrative:
(B)(4). Final report. An investigation was launched into this event by the manufacturer. No anomalies were observed in the device history records which may have caused or contributed to this event. The primary surgery took place in july 2023 and the fracture was caused by patient misadventure. There is no evidence to suggest that the corin implants have caused the fall. Based on the above information, the manufacturer has concluded that the root cause of the event is attributed to patient misadventure (patient trauma/fall). Therefore, no further corrective or preventive action is deemed necessary. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including; operative notes, an update on the patient following the revision and did the patient follow the correct post-op protocol has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of biolox delta ceramic head after approximately 1 month following a fall.